Event description:
This is a pt who had a baclofen insertion and had a excellent response and went through intermittent episodes when she appeared to have baclofen withdrawal. Once baclofen pump was explanted, the surgeon determined that the pump was leaking heavily.